Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was non-functioning and the patient was incontinent again due to urethra was not closing at all. The device was removed and a new aus was implanted, but this time with 2 cuffs. When the aus was removed, there was no leaking detected on the individual components. The patient had a good outcome. No more information is available at the moment, additional information will be provided if it becomes available.